Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation of the device, post-paced t-wave oversensing was observed. It was also noted that the increase in t-wave oversensing was likely due to the patient renal insufficiency and a high potassium, therefore a peaked t-wave. Programming changes were made. Patient¿s condition was stable during and post-procedure.